Manufacturer narrative:
A second bottle of contour next test strips was sent for evaluation that was not documented in the initial report. See product information and manufacture date.

Event description:
The customer ran blood glucose tests on 2 contour next link meters and received readings of 151 and 56mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.